Event description:
During follow-up, decreased sensing and increased capture threshold were observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed rv lead dislodgement. The event was resolved by repositioning the rv lead. The patient was in stable condition.